Event description:
A breast pumps sole purpose is to empty the breast. This pump is sold as a wearable, hands free device that is not emptying the breasts. I purchased the freemie breast pump and accessories for my daughter as a gift as she was pregnant with her second child. She had utilized the freemie pump exclusively for 4.5 weeks after the baby¿s birth, however her breasts were never emptied and her fear of a breast infection or loss of milk production was a constant worry. In an attempt to empty her breasts fully, she attempted to wear one cup at a time, to help manually express milk into the pump, but she was not successful. She had reached out to freemie to troubleshoot, we purchased more accessories to help with milk flow to no avail. Five weeks after the baby was born, my daughter brought out her 4-year-old breast pump and no had issues completely emptying her breasts. As this pump was old, my daughter purchased a second pump (spectra) which freemie stated was equal to in regards to suction. My daughters breasts were emptied each and every time with at least 2-4 times more breastmilk than the freemie provided. She has sent videos, troubleshot via email, and was told that the freemie pump was functioning as it was intended. I and my daughter have attempted to contact freemie by phone, but no phone calls are allowed as the website is supposedly "undergoing maintenance. Does the pump turn on yes does the pump suction? Yes, but not enough to empty her breasts. This is extremely dangerous, as unemptied breasts can lead to breast infections and loss of milk supply. If this is an FDA medically approved breast pump, and the manufacturer (freemie) is stating that it is working as intended. I am assuming that they are then liable for all breast medical issues that could happen and if milk production declines due to the breasts not emptying, I am assuming that freemie will be compensating my daughter for formula costs. At no time did freemie offer to replace or inspect the item in person. My daughter was told to use the spectra pump with the freemie cups. My daughter was told that this medical product is working as designed, and they will not replace the pump or refund my money. This is putting my daughter's health at risk and the risk of losing her breast milk supply. Please assist. FDA safety report ID #(B)(4).